Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Investigation summary: bd (B)(4) quality initiated investigation on the customer report regarding complaint of clogged (blood not collected) against 364880 (btd), batch 8235952. No photo or sample was submitted by the customer. Retain samples were not inspected since no batch number was submitted. Inspection was performed on 15jan19 by quality personnel to the retain samples and the leak test met the criteria established in procedure (B)(4). Inspection procedures ((B)(4)) establishes the process and inspection control to avoid that this defect reaches the final packaging area. The severity of this defect is (B)(4). Batch 8235952 was started on 30aug2018 and ended on 01sep2018. A total of (B)(4) units were manufactured and (B)(4) units were released to the market. This lot was manufactured at (B)(4) and expires on 07/31/2021. No non-conforming material was reported in this batch. Investigation conclusion: confirm mfg issue (sample evaluation). Based on the investigation, the defect was not confirmed. Preanalytical systems had not received photos or samples from the customer facility for evaluation; therefore, the defect was not confirmed. Root cause description: based on the investigation, the defect was not confirmed. Preanalytical systems had not received photos or samples from the customer facility for evaluation; therefore, the defect was not confirmed. Rationale: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that two bd vacutainer® blood transfer device with luer adapters were unable to collect blood during use.